Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the camera. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgey. It was reported that prior to the procedure, when the system started, ¿x¿ on the camera mark was displayed. When the system control unit (scu) was checked, the lights on it were off. The site aborted the use of the scu during the procedure. The scu was replaced with resolve. The surgery was completed without the navigation device and there was no impact on the patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: system serial number updated to proper value. The polaris spectra system control unit (scu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the scu would not power on due to a line fuse being opened. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.